Event description:
The customer reported being hospitalized for three days due to high blood glucose of more than 500mg/dl. The customer stated that he had dehydration and kidney problems. The customer stated that he was treating his glucose level with the insulin pump and pen, but his glucose still was high. The customer was experiencing unexplained high glucose for the past two weeks. The customer's most recent glucose reading was 130mg/dl. The customer also reported being off the insulin pump for approximately eight weeks, and his blood glucose was normal. Then the customer was connected to the insulin pump, and his glucose had elevated. Troubleshooting was not performed because, the battery was removed for the last two weeks. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.